Event description:
Customer reported that ventilator turbine stopped spinning while on pt. It was reported by the customer that "a black piece came out from the outlet muffler".

Manufacturer narrative:
The ventilator in question was returned to versamed lab for comprehensive eval. From the ventilator's event log files it was observed that the motor experienced an unexpected stop and respective alarms were activated immediately (vt not delivered, low pressure) alerting the operator of the event. From a detailed analysis it was found that the motor's impeller failed. A part of the ventilator's safety net is the design/intergration of a protective filter in the outlet assembly to avoid any debris from being deposited in the airway.